Event description:
Additional information was received from the patient. The patient reported that after the latest device was installed, the 6th one, they were punched in the back and the lead wires were broken. The patient had them replaced with a different type, paddle leads. The patient met with many manufacturer's representatives (rep) but never helpful and now it won't charge. The patient reported that the circumstances that led to the issue was trauma from being punched in the back right where the leads were located. According to reps, the paddle leads were not usually for patients with rsd/crps. The patient reported that the device worked but there was no setting that was beneficial. The patient believed the device was out of power because it would no longer charge. The patient met with many reps to resolve the issue but none could get a setting the patient could tolerate. The device was supposed to adjust to their posit ion and that never worked either. All the previous devices worked great.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6), implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 09-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead replaced and the unit is still not working. She mentioned it never worked since it was implanted in 2015. And according to her, she is looking forward to removing the device soon.